Event description:
The customer reported a cine disc subsystem error that inhibited cine function. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm output voltage was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.